Event description:
Guttaflow that was injected into rc system, that extrudes thru the apex causes foreign body reaction, that later requires surgery to remove before more permanent damage occurs in all surrounding soft and hard tissue. Dose or amount: 1 unit, frequency: 1 time, route: tooth rc system. Dates of use:(B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: opturation of root canal system. Event abated after use stopped or dose reduced: no.